Event description:
As reported by the user facility (translation of user facility): under infusion: due to an operating alarm, the device stopped immediately. No patient injury. MFR report # 9610825-2014-00261.